Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During the transfer from community to the tertiary center the team observed an access site ooze. The team remedied with pressure and angle matching however, the day after the team gave two units of red blood cells (rbc)s during percutaneous coronary intervention. The team later achieved hemostasis with one perclose and three units of rbcs.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. Clinical details was sufficient to determine the root cause. The root cause of the access site bleeding was most likely due to use as the anticoagulation management since the coagulation was supratherapeutic and since the hemostasis was achieved by adding a perclose. Added-d6a/d6b in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.